Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic colectomy, some staples were unformed at the firing on the colon, and oozing occurred. The amount of the oozing was unknown. No blood transfusion was required. Additional suture was performed to complete the case. There were no adverse consequences to the patient.